Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 january 2024. Lot 2237507: (B)(4) items manufactured and released on 02-dec-2022. Expiration date: 2027-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: batch review performed on 23 january 2024. Liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 2310981: (B)(4) items manufactured and released on 03-july-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 23 january 2024. Stem: sms solid 01.36.070 sms solid stem lat size 10 (k181693) lot 2101520: (B)(4) items manufactured and released on 07-july-2021. Expiration date: 2026-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.